Event description:
During an unknown surgical procedure on (B)(6) 2013, the small battery drive worked intermittently. It is reported procedure was delayed approximately 10 minutes while a spare device was obtained to complete the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation. Investigation coordinated by synthes (B)(4). Report received indicates the reporters complaint of intermittent operations was not confirmed. The small battery drive was evaluated and the device operates as designed, passed functional testing. The complaint could not be duplicated. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. The item was previously returned for service on (B)(4) 2013 due to intermittent operation. A service request was called in for this item on (B)(4) 2013 for intermittent operation. The previous service condition of intermittent operation is relevant to the current complained issue of intermittent operation. (B)(4).

Manufacturer narrative:
Blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis.

Event description:
Facility reported the device would not rotate or hold.